Event description:
The customer reported having recent high blood glucose values, as high as 400 mg/dl. The day before the call with the helpline. The customer reported there being a swollen ring at the insertion site. Troubleshooting found the insulin pump apparently working as designed. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. The customer's blood glucose dropped to 224 mg/dl. By the end of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.